Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic with loss of capture, high impedance and fracture observed on the right ventricular lead; no known adverse consequences to the patient were noted. On (B)(6) 2018 the lead was capped and replaced. The patient¿s condition before, during and post procedure was stable.